Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failing. A field service engineer checked hardware test application and verified that all doors worked when the latch column was open and replaced tower door latch 2. They ensured all cable connections were secure and performed a proactive system check. The system functioned as intended after being troubleshot by the field service engineer.

Event description:
It was reported by a customer that bd pyxis¿ medstation¿ es auxiliary tower door failing when user try to refill something or when nurses attempt to pull meds. They have to recover it each time it opens. There were no adverse events or injuries reported based on this incident.